Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was high and patient was treated with correction via pump. The infusion set was in use for few hours. The insertion site was abdomen. The patient reported that the infusion set cannula became bent during insertion, which occurred in an area with insufficient subcutaneous tissue. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.